Event description:
Arterial line catheter malfunction. Catheter inserted into pt's radial artery. When attempting to pull back the stylet, the catheter wedged in the sheath and the entire thing had to be pulled out together to get the stylet out. Also, the catheters have a red hub on the safety section which makes it very difficult to see the blood flash back .